Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 116 mg/dl. The customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly to electrical board. The battery tube connector plugged back into the electrical board, monitored and no blank display noted. However, device received with a high sleep current measurement test, problem isolated to the electrical board. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.